Manufacturer narrative:
Unable to lock a test p-cap and reservoir into the reservoir compartment due to broken retainer ring. Unable to insert battery into battery tube due to warped pump case on battery tube. Unit unable to verify communication anomaly, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. The following were noted during visual inspection: partially broken retainer ring, cracked lcd glass, cracked case (battery tube), pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump alerted device not found. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.